Manufacturer narrative:
Concomitant product(s): product ID: 3998, lot# v597710, implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 277160001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-33, lot# v649093, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3888-33, lot# v649093, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a burning sensation. It was noted that just left of the patient's implantable neurostimulator (ins) pocket the patient felt burning. The patient started to feel this 2 weeks prior to this report, (B)(6) 2013 and it had gotten more intense. The indication for use was radiculopathy. If additional information is received, a follow up report will be sent.